Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier had an issue with the grip spring. The procedure was completed as planned with no reported injury. On november 27th 2024 intuitive surgical (isi) contacted the site and obtained the following additional information regarding this event: the reporter confirmed that the instrument was inspected prior to use and no damage to the instrument was noted. The issue with the instrument was a loss of grip when tissue bundle was removed, (too much tissue). Applying the clip was no problem. The reporter was not able to provide further details.